Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited low impedance measurement and was found dislodged via fluoroscopy imaging. The lead was explanted and replaced. The patient was in stable condition.